Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the connection between the ins and the recharger was checked multiple times and the antenna locator check function was used as well. With only two connection bars seen consistently on the recharger, the neurosurgeon decided to send the patient for an x-ray. X-ray was taken and reviewed by the neurosurgeon. Upon review of the x-ray, it was determined the ins was flipped. The neurosurgeon was able to flip the ins back to the correct position in the clinic and the insr (recharger) showed all 8 bars upon connection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported the patient had pocket revision in (B)(6) 2019 to address the issue already reported. The surgeon stated they placed it as superficially as possible to address the poor coupling the patient was having. The patient stated that they were getting 8 coupling boxes after surgery until about 4 weeks ago and now they are getting two boxes with the rare occasion of four boxes. The manufacturer representative (rep) stated they tried the antenna locate feature (max of 60) and antenna dial. They tried another implantable neurostimulator recharger (insr) as well with no change. The rep stated the patient's recharger gets fine coupling on the patient's other ins, so it does not appear to be an insr issue. They will have x-rays done to evaluate. The patient stated they do no play/fidget with the ins. When charging, the physician mentioned the extension can be on top of the ins in one position but they can push the extension back behind the ins, and the coupling stays poor regardless of that. If the ins is not flipped, they may go to a primary cell battery.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported by the rep that the patient is having difficulty charging. Caller stated patient is only able to get 2 bars with recharger (insr) on right ins but insr works fine on the left ins. Caller stated patient indicated everything was working fine up until last month and patient feels like ins moves in the pocket and is loose. Ins is currently at 25%. Caller stated patient was with a healthcare provider the day prior and troubleshooting was done but didn't mention what troubleshooting was done but just noted they weren't able to get more than 2 bars. Caller's reason for call was to ask about using antenna locate. They stated that it was possibly flipped and recommended x-ray. They also stated it possibly too deep. Caller speculated that ins may be moving down towards breast. It was reviewed it's possible ins may not be flipped but if it has moved down and deeper, this would result in similar coupling as a flipped ins. An x-ray was not done to determine if it was flipped. Caller reviewed time to overdischarge since nurse was concerned about this as surgeon is out of office for another week. Caller mentioned patient was going to try and adjust ins in pocket to charge better. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient had yet to see the neurosurgeon. Neurology believed that the implant is moving in the pocket, could be flipped. The patient was planning on seeing the implanting neurosurgeon. Issue is not yet resolved. This was not confirmed with the physician as neurology was going to update them once the patient saw the neurosurgeon and decide on the next course of action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient saw the neurologist/np, and was subsequently referred to the neurosurgeon upon observation that the ins was moving inside the pocket. Actions/interventions included them being scheduled to see the neurologist to determine further course of action. The resolution is in progress. This information was confirmed with the physician.